Event description:
It was reported that the drive support cap is damaged, and the customer pressed on the cap, but was not connected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Protruded/loose drive support disk, cracked reservoir tube lip, cracked battery tube threads and scratched display window noted.